Event description:
It was reported that the patient presented for a routine device replacement procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture thresholds since initial implant. During the procedure, it was noted that the right atrial (ra) lead's insulation and conductor cables were damaged while removing the rv lead. Diagnostic imaging was performed, and the ra and rv leads were suspected to be bound together. The rv and ra leads were explanted and replaced. Patient was recovering.